Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she thinks her insulin pump is having a fit. The customer reported that she can inject with a needle, but when she is using her pump her blood glucose was not going down. The customer reported that the event began this week. She would treat with her pump and it would be ok and sporadically she would go high. The customer reported that today her meter was reading high over 600mg/dl and in this morning she was 497mg/dl. She changed her site, and then changed it again. She only has one set left. The customer had headache. The customer treated with needle. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored three days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. Device passed per delivery accuracy test. No unexpected over or under delivery anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address or serial number label.